Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The husband reported that the customer was having skin irritation issues. She went to see a dermatologist where it was determined that she was having an allergic reaction to the adhesive of the pod. The patient was prescribed clobetasol propionate .05% steroid cream to apply to the site to alleviate the irritation.